Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient(pt) states they are experiencing pain in the right leg, buttocks and thigh ever since this device was implanted. Pt later states the pain has been going on since december. Pt states the doctor has suggested that the pt turn stimulation off for the next 24 hours to see if pain subsides and pt inquired how they would do that. Pt services walked pt through communicating with implant and showing how to turn stim off. Pt will continue to keep stimulation off and will report back to the doctor. No further complications were reported at this time. Additional information was received from patient. The patient reported they will get their stimulator removed because since (B)(6) 2021 they have experienced excruciating pain from their butt to their ankle a different doctor suggested they try turning stim off to see if that resolved the pain and the pain decreased when they turned it off. Pt said the issue did not occur with their previous stimulator and they want to get the stimulator removed so they can get the open sided MRI. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the excruciating pain from their butt to ankle was not determined. They are having the interstim removed on (B)(6) 2022 because no great increase in incontinence since turned it off on (B)(6) 2022. Pain diminished somewhat after turning it off.